Event description:
It was reported that patient presented in clinic for routine follow up when post-paced t-wave oversensing was observed via real time egm. The device was reprogrammed and the patient will be monitored.

Event description:
New information received notes that post-paced t-wave oversensing recurred. The patient remained asymptomatic. Additional programming changes were made and the device remains implanted.